Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high sensing integrity counter (sic) and short circuit pace (scp). Oversensing and far field r-wave (ffrw) were observed on the right atrial (ra) lead. Both leads were capped and replaced. No patient complications have been reported as a result of this event.